Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify crease smooth opening on radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.